Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged five months post implant, which was confirmed under x-ray. A new lead was successfully implanted, and to date, no adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.